Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases and the lead flex cover were broken and contaminated, the battery release, printed circuit board (pcb) screws, battery drawer, main pcb and liquid crystal display were contaminated, one side bail cover was broken and that the battery contacts were compressed and contaminated. The device was to be scrapped in-house. (B)(4).